Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the nurse lockout box needed to be replaced. Per the hill-rom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the resident® ltc bed. Pm will minimize downtime due to excessive wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support representative provided the part number to the account for the nurse lockout box. The account will order the part and replace it to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head section came up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).